Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to on (B)(6) 2015 reposition the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26634. It was reported the patient is experiencing pain at the lead site and is present whether the stimulation is turned on or off. The patient reports she reached up to change a light bulb and the next day she experienced an acute thoracic pain and a burning sensation down her right leg. She went to the emergency room where a CT scan was taken and labs were drawn and no anomalies were present. The patient was prescribed a lidoderm patch to apply to the thoracic site, a medrol dose pack and increased her dilaudid dosage. The patient was advised to leave the stimulation off until follow up appointment. Follow up information identified when the sjm representative reprogrammed the system using contacts 1-8 the patient immediately experienced severe pain in the chest and thoracic areas. In addition when contacts 9-16 were turned on the patient experienced discomfort under her diaphragm. An x-ray was taken and showed no anomalies. The patient turned off the stimulation for two weeks and pain still persisted. Further reprogramming was able to provide effective stimulation without causing the thoracic pain using only contacts 15-16 on the s8 lead. Surgical intervention may be pending to address this issue.